Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump gave multiple occlusion alarms. On (B)(6) 2012, the patient obtained a blood glucose level of 65 mg/dl and she experienced the symptom of shaking. The patient was treated with juice; she did not seek any medical attention. During the troubleshooting telephone call, the patient was able to prime the pump while not attached, without any occlusion alarms. Troubleshooting revealed issues with the patient's chosen infusion site locations and possible scar tissue and use of muscle. There was no evidence the pump was not functioning appropriately. The patient's technique may have been incorrect by using inappropriate site and poor site rotation. However, as the patient suffered blood glucose levels and symptoms suggesting severe hypoglycemia while using the pump, and received treatment with food, this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 submitted: 09/18/2012 device evaluation: the insulin cartridge has been returned and was evaluated by product analysis on 08/23/2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2 date of submission 10/03/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed multiple occlusions alarms observed in the black box. The total daily insulin delivery totals correctly reflected the user's programmed basal rates. During the load step the pump failed to recognize the cartridge, giving a no cartridge detected warning. A force sensor calibration test confirmed that the sensor is not detecting correct force. The resistance on the force sensor measured and found to be out of specifications. The pump was opened and moisture damage was found on the pcb and within the force sensor housing. Investigators were unable to duplicate reported occlusions.